Event description:
It was reported that the user experienced hyperglycemia after disconnecting for a shower and then reconnecting to the ilet system; a fingerstick measured 274 mg/dl, and there were no pump alarms, leaks, or delivery interruptions noted for the infusion set (6 mm, 23 in). Customer care provided support that included telephone troubleshooting, and user education on reconnecting and allowing the system to correct. Investigation of this case revealed no device malfunction or alarm condition and no confirmed infusion set failure, with the rise in glucose occurring while disconnected and resolution after reconnection. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no injury, no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.